Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and could not be rebooted. A field service engineer found that the station was down due to a lack of power. All drawers were tested for functionality, and the retractor band and the half height drawer board were swapped, and the drawer was restored to full functionality. The affected drawer was tested within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the station was offline and was not rebooted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.